Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the analyzer. The national specialist advise the fse replaced multiple parts which included reagent r1 and r2 inner wash valve, sample probe inner wash valve and was dilution pump which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed system verification successfully without further issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for sodium(na) and bicarbonate (co2) with low anion gap on their dxc 700 au clinical chemistry analyzer. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated with event.